Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced continued low blood glucose while using the ilet, with a documented glucose value of 54 mg/dl that was treated with oral glucose and juice; the user has gastroparesis and high insulin sensitivity and believed the ilet delivered too much insulin at times, and a return was requested. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention requiring medication and were characterized as serious injury or illness. Troubleshooting and education were completed with analysis of information provided by the user and communication with the user. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.